Event description:
It was reported that; primary surgery was performed. After the surgery, the patient complained of neurological symptoms (pain) and revision surgery was performed. During the revision surgery, s1 left side screw was exchanged to a new screw and cage was inserted between l5 and s1. After the insertion of the cage, surgeon used compressor and tried to fasten a new locking cap on s1 right side screw. But the cap was not able to be fastened because the screw head had been wide. Finally, he also exchanged the s1 right side screw and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were reviewed and no anomalies were found. Examination of the tulip of the returned screw exhibited witness marks consistent with the reported event of difficulty placing the locking cap. The witness marks on the tulip are at a point where the wings of the locking cap must be under and not in contact with. Conclusion: the likely root cause is not applying enough downward pressure while placing the locking cap to get the wings of the locking cap in the proper position on the tulip as outlined in the surgical technique.

Event description:
It was reported that; primary surgery was performed. After the surgery, the patient complained of neurological symptoms (pain) and revision surgery was performed. During the revision surgery, s1 left side screw was exchanged to a new screw and cage was inserted between l5 and s1. After the insertion of the cage, surgeon used compressor and tried to fasten a new locking cap on s1 right side screw. But the cap was not able to be fastened because the screw head had been wide. Finally, he also exchanged the s1 right side screw and finished the surgery.